Event description:
It was reported there was telemetry failure. The rf (radio frequency) head was returned for calibration and repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product analysis summary: analysis confirmed the reported event; rf (radio frequency) head cable found out of electrical specification. (B)(4).